Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two bent grips, causing them to be misaligned and was also found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during either use or reprocessing, as misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not clip. The procedure was completed with no reported injury.